Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged wake times of approximately 20¿30 minutes and an unresponsive sleep/wake button on the ilet pump, which prevented checking alerts and making meal announcements; the agent advised attempting wake via a charging pad and guided the user through a firmware update. Symptoms included temporary inability to interact with the device user interface. Outcomes included delay in therapy interaction without reported alarms, injuries, or medical treatment. Investigation included customer service troubleshooting and education, including reproduction guidance via video capture and completion of a firmware update. Investigation of this case revealed a functional interruption of the user interface consistent with a potential device control or power state issue affecting the sleep/wake function, with no alerts generated and no evidence of systemic device failure reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending additional evidence such as recurrence documentation or device evaluation.